Event description:
Notified by biomet vendor. Sales representative in the field reports tip breakage and submits device part number and lot number to biomet company. Biomet reports that the surgery team did not think the event was significant enough to save the part or report the event. There was no injury to the patient, as the surgeon removed the broken tip and proceeded with the case.